Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance was confirmed through device analysis. The complaint database was queried for events where an oversized loc wire has caused injury. No patient injury was identified, as the loc wire does not enter the patient when used as intended. The guide wire was conservatively filed as an MDR, prior to the database review. This would not have been MDR reportable; however, since the initial MDR has already been filed, it must remain MDR reportable, although it no longer meets the criteria for reporting.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). Resistance was met during advancement of the 5.0x100mm absolute pro self-expanding stent system (ses) onto the loc guide wire. The loc guide wire was exchanged for a versa core guide wire, and the same absolute pro ses was used to successfully complete the procedure; thus it was assumed that the problem was with the loc guide wire. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided. The guide wire was returned, and the measured outer-diameter (od) did not meet manufacturing specification.